Event description:
Anesthesiologist attached resuscitator to endotracheal tube of post0perative patient. When he squeezed the bag, the air did not go into the patient and expand chest; this resuscitator was not used further. Able to successfully hand ventilate patient with a second resuscitator, it was discovered that the duck-bill valve had fallen inside the body of the bag and the blue retainer was absent.